Event description:
It was reported that the insulin pump alarmed unexpected restart after changing the battery and all data was erased. Customer's blood glucose was 92 mg/dl. Troubleshooting was done. It was found in the alarm history that the insulin pump alarmed unexpected restart and external ram crc error. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.